Event description:
Upon further query the following information was provided that indicated breakage of the distal tip of the option-lok male adapter of the primary tubing set. The option-lok male adapter was connected to the female adapter of an unspecified needless valve connector and was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. It was reported that after the delivery was complete, it was reported that when the tubing set was being disconnected from the needleless valve connector, the distal tip of the option-lok male adapter broke off in the needleless valve connector. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
.The report number is (B)(4). One used tubing set and one used needleless valve connector were received and evaluated. Testing found the tip of the option-lok male adapter was broken off inside the needleless valve connector. White drag marks were noted on the tip of the option-lok male adapter indicating applications of force on the male adapter. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.